Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The white 30 reload was analyzed and the reload was returned un-used and un-fired, as indicated by the positioning of the switch component within the tail. There was no damage to the reload body or tail, however some staples at the proximal end were missing from their respective pockets, while the staples just passed the proximal end were protruding above the reload surface. Missing or protruding staples in lieu of firing suggests a potential sharp angle of insertion into the instrument channel. It is likely that the sharp angle of insertion allowed the underside portion of the reload to interact with the knife track of the channel. This interaction can manually deploy staples at the proximal end, allowing some staples to fall from the reload or protrude over the reload surface. Reload installation issues can result from improper use of the reload installation tool. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating and can prevent damage to the reload.